Event description:
It was reported that this was an arteriotomy closure of the severely calcified right common femoral artery using a prostyle device after a coronary angiogram interventional procedure using a 6f sheath. Reportedly, strong resistance was noted during inserting/advancement of the prostyle device and the patient complained of pain. No backflow was observed from the marker tube of the prostyle, suggesting it was not inserted up to the marker port. The device was removed, and manual compression was applied to achieve hemostasis. Two hours later, the patient went into shock, and the patient died of multiple organ failure. A CT scan revealed bleeding near the puncture site. After reviewing the situation at the hospital, it was found that the puncture site had severe calcification and was located above the inguinal ligament. It was found that the puncture needle was used about 10 times during the procedure, which may have caused some damage (tears) to the blood vessel. The angiographic images during the procedure showed that the guidewire was still inserted when the prostyle was inserted with excess force, and the marker port area was pushed to the point of forming z-shape, indicating that the puncture site was torn and bled due to device deformation. Although the case was not appropriate for the prostyle and proper usage was not followed, such as access site and excessive pushing, the use of the prostyle may have induced a vascular tear, which led to hemorrhagic shock. Although the physician indicated the incident was not caused by the prostyle device, the physician believes that the prostyle device contributed to the death. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code: 2017 - against resistance, 2017 and excessive force, 2017 - failure to follow steps / instructions. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. The patient effects of hemorrhage, dissection, pain, and death are listed in the prostyle instructions for use (IFU), as potential adverse event associated with use of the vessel closure devices. Reportedly, strong resistance was noted during inserting/advancement of the prostyle device and the patient complained of pain. It was found that the puncture site had severe calcification and was located above the inguinal ligament. It should be noted that the prostyle instructions for use (IFU), states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may led to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. Section 6.0 states: do not use the perclose prostyle smcr system if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and / or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma. Perform a femoral angiogram to verify the location of the puncture site. Medical review was performed. The review details concluded there are multiple use errors and not following the IFU in this case including using the prostyle in a severely calcified artery, the puncture site was located above the inguinal ligament, excessive force and manipulation due to severe resistance upon advancement which probably led to vessel tear and perforation leading to severe hemorrhage death due to multiple organ failure caused by hemorrhagic shock. This event was not directly due to the use of prostyle but the multiple use errors, contributed/caused the vessel tear or perforation leading to severe hemorrhage and shock which led to an outcome of death. The physician also concluded that the incident was not caused by the prostyle. Based on the information received, the investigation determined that the reported event appears to be related to user error. Medical review was performed and concluded there are multiple use errors and not following the IFU in this case including using the prostyle in a severely calcified artery, the puncture site was located above the inguinal ligament, excessive force and manipulation due to severe resistance upon advancement which probably led to vessel tear and perforation leading to severe hemorrhage death due to multiple organ failure caused by hemorrhagic shock. The reported patient effects of effects of hemorrhage, dissection, pain, and death are known inherent risk of the procedure. The subsequent treatments appear to be related to procedure circumstance. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: the physician indicated the incident was not caused by the prostyle device but rather inappropriate use of the device against the instructions for use. Review of the reported details indicated the prostyle contributed to the vascular tear/ bleed leading to hemorrhagic shock and patient death. No additional information was provided.